Event description:
Per the clinic, the patient experienced bacterial infection, leading to a decision to explant the device. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, february 23rd, 2012.

Manufacturer narrative:
(B)(4).